Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the lead was oversensing noise. The noise was diagnosed and arrhythmia. A lead integrity anomaly was suspected. No intervention was performed. The patient was asymptomatic and would be monitored.